Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and leak tested. Cylinder 1 has a leak with broken fabric treads attributed to fatigue and wear in proximal cylinder body. Both cylinders had fold that indicate possible buckling of the cylinders in the proximal cylinder body. Cylinder 2 has a bulge with broken fabric treads in proximal cylinder body; no leak was found. Both cylinders were not functional test due leak and bulge with broken fabric treads were identified. Product analysis confirmed the reported events.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly one month prior to the procedure with an inflatable penile prosthesis (ipp). Following inspection the physician identified one of the cylinders ruptured causing fluid loss. The cause of the rupture is not know by the physician. The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. The patient was stable and the symptoms improved following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly one month prior to the procedure with an inflatable penile prosthesis (ipp). Following inspection the physician identified one of the cylinders ruptured causing fluid loss. The cause of the rupture is not know by the physician. The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. The patient was stable and the symptoms improved following the procedure.